Event description:
According to the advocate, the customer tested her blood glucose using her contour meter and another meter. The difference between the two tests was 100 mg/dl. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.